Event description:
My pump in style advanced breast-pump power cord has been damaged and is falling apart.

Manufacturer narrative:
The customer emailed medela customer service and stated the power cord has been damaged and is falling apart. Customer was asked to call medela customer service and provide shipping address so we may send her a replacement power cord and have the defective power cord be returned for evaluation. Multiple attempts were made requesting customer to call customer service. The customer has not called medela customer service. The product involved in the complaint was not returned for evaluation investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she stated there is a breach in the transformer housing where the cord meets the adapter. She uses the pump 1 time a day. The power cord is plugged/unplugged 1 time a day. She indicated she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.